Event description:
On (B)(6) 2022 a posterior cervical fusion procedure was performed at c2/t1. On (B)(6) 2022 it was discovered via radiographs that the t1 screw shaft broken right at the base of the tulip on both screws. No revision surgery required.

Manufacturer narrative:
No device was returned as it is still in-situ, but radiographs provided confirm the complaint. It is unknown if the patient suffered a fall and or followed post-operative physical restrictions. Review of the reported information suggests excessive loading and or post operative excessive physical activity as a possible cause or contributors. No additional investigation can be completed. Labeling review: potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery include: bending, fracture or loosening of implant components. Warnings, cautions and precautions: correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant. Patient education the patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed. Post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. Device in-situ.